Event description:
A manual resuscitator bag was in use when a post-operative pt developed a tension pneumothorax. The suspect bag was exchanged for another but the pt continued to have hypoxemia, hypotension and bradycardia. A needle thoracostomy of the right chest followed by a chest tube inserted into the right hemithorax was stated to have resolved the cardiopulmonary signs. The bag's peep valve was noted to have copious secretions within it. Jostiling of the spring-loaded valve returned the unit to normal function.